Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the pressure setting was not able to change for an implanted hakim valve (doi and the initial setting are unknown). The surgeon immediately attempted to change the setting by using neodymium magnet, but still the pressure setting was not able to be changed. A revision surgery was performed on (B)(6) 2017 (the valve¿s article number and the initial setting are unknown). Only the valve was revised. The patient is (B)(6) male (initial is unknown). He had a headache and disturbance of consciousness due to not being able to set the appropriate pressure setting. The surgeon suspects that there might be a possibility of debris or a cerebral hemorrhage occurred and affected the valve mechanism. No further information is provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 90mmh2o. The valve was hydrated. The valve was visually inspected; biological debris was noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheter was irrigated, slow flow due to biological debris. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 90mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3101, with lot cnfcmk, conformed to the specifications when released to stock on the 30th may 2012. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate, as well as inside the ventricular catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.